Event description:
It was reported that an ilet user experienced persistent beeping and an on-screen prompt to ¿press and hold, do you see drops,¿ indicating the system required verification of insulin flow through the infusion set and tubing. Symptoms included no adverse clinical effects and no change in blood glucose as reported by the user. Outcomes included continuation of therapy without medical intervention or hospitalization. Investigation included customer support troubleshooting and user education to disconnect from the ilet, press and hold to check for visible drops, and then resume insulin delivery upon confirming flow. Investigation of this case revealed that insulin drops were observed and insulin therapy was successfully resumed, suggesting normal function after completing the priming verification. It was concluded that the event resolved with troubleshooting and education, with no device malfunction confirmed and no patient injury.